Event description:
Implant didn't achieve osseointegration, primary stability was achieved, abscess. Sinus lift without complications and without membrane perforation. Possible saliva contamination of the bone substitute and infection with abscess after 5 days. Differential diagnosis: abscess formation of the hematoma.